Event description:
It was reported that the patient experienced pain approximately six months post-operatively. The patient underwent surgery to remove the construct that had disassociated. The surgeon successfully replaced the device.

Manufacturer narrative:
Additional information: the explanted device was not returned for evaluation therefore no evaluation could be perforated.